Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving gablofen (500 mcg/ml at 200 mcg/day) via an implanted pump. The patient's other medications were not able to be obtained. The patient's medical history included htn (hypertension) and cva (cerebrovascular accident). The indication for pump use was stroke and intractable spasticity. It was reported on (B)(6) 2016 that on approximately (B)(6) 2016 the patient had an infection at the pump pocket. It was unknown if any environmental, external, or patient factors led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. The patient was started on antibiotics and had open irrigation of the pump site in the or (operating room). The issue was not resolved. The patient status was reported as "alive - with injury" with the injury noted to be "infection". Additional information was received from a healthcare professional via a company representative on (B)(6) 2016 and it was reported that the patient was seen for a post-op appointment the week of (B)(6) 2016 by the neurosurgeon and the surgical site was well healed. On (B)(6) 2016 the assisted living facility reported that the patient had returned from the gym and his pump site was dehisced with yellow and blood tinged drainage. The surgeon saw the patient in the office on (B)(6) 2016 and directly admitted the patient to the hospital. He took him to the or to irrigate the pump site and re-close the wound. The patient did not want to have the pump explanted if it could be saved as he was pleased with the benefits he had seen. Pump site cultures grew pseudomonas. Patient was put on IV (intravenous) antibiotics. On (B)(6) 2016, the patient was seen again in the surgeon's office for suture removal. The incision was healed and non-tender but reddened. The patient was taken to the emergency room on the night of (B)(6) 2016 with confusion. The patient was found to have a uti (urinary tract infection). The patient was seen in the office by the neurologist on (B)(6) 2016. The pump site was covered with dressing. The patient was no longer confused. The patient was to see infectious disease (B)(6). Additional information was received from a healthcare professional on (B)(6) 2016. The actions/interventions taken to resolve the infection were noted to be incision and drainage at the pump site on (B)(6) 2016 and "IV antibiotics - 6 weeks of cefepime thru (B)(6) 2016". The cause of the infection was noted to be "unknown wound dehiscence". The resolution of the infection was reported at "assumed resolved after (B)(6) 2016".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.